Event description:
It was reported a home pd system kaguya set leaked. The cassette and dialysate tube were not connected after treatment was completed, and the liquid leaked out. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.